Event description:
Boston scientific received information that device exhibited noise and oversensing on the right ventricular channel. Additionally, there were fluctuating impedance measurements between 500 and 1000 ohms on the right ventricular (rv) lead. It was suspected the clinical observations were a result of the respiratory sensor. As a result, the sensor was turned off. An x-ray was performed and noted no anomalies. The patient will be monitored appropriately. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.